Event description:
It was reported that an arteriotomy closure of an right common femoral artery was attempted using a starclose se device with a 5f sheath after a diagnostic cerebral angiogram. A femoral angiogram was not performed. Reportedly, "the blades came out and starclose clip did not detach", the clip failed to deploy. Hemostasis was achieved using manual arterial compression. No clinically significant delay in the procedure was reported. There were no reported adverse patient sequelae. The physician is reported to be trained in the use of the starclose se device. No additional information was reported.

Manufacturer narrative:
(B)(4). The date of occurrence was not known. The estimated date of occurrence was entered as (B)(6) 2013. Evaluation summary: the device was returned for evaluation. The reported event of the failure to deploy the clip was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Reportedly, a femoral angiogram was not performed. The starclose se instructions for use states: perform a femoral angiogram prior to the procedure to verify the location of the puncture site. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. (B)(4): failure to follow steps. A femoral angiogram or other vessel imaging was not taken. Per the instructions for use - perform a femoral angiogram through the introducer sheath to verify that the access site is in the common femoral artery. To avoid posterior wall suture placement and possible ligation of the anterior and posterior walls of the femoral artery, fluoroscopically evaluate the femoral artery for size, calcium tortuosity, and for disease or dissections of the arterial wall.